Manufacturer narrative:
(B)(4). Initial reporter state-(B)(6).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.